Event description:
No additional information

Manufacturer narrative:
Pr 9146877 - follow up MDR for device evaluation. It was reported there are issues with safety glide needles. To aid in the investigation, five samples were received for evaluation by our quality team. Two samples came in sealed packaging blisters and three samples came with no packaging blisters. A visual inspection was performed, and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All five samples expelled the solution with a normal flow. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2025238. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2025238 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
It was reported that the bd safetyglide needles are clogged/blocked. The following information was provided by the initial reporter: "former bd employee (B)(4) contacted me via my bd email to report a product issue. (B)(4) son, (B)(4), is a pharmacist for cvs in the (B)(4) area, and he had told (B)(4) about an issue with 25g safetyglide needles. I do not have specifics on the issue with the product. (B)(4), another former bd employee, indicated to (B)(4) that her cvs pharmacy had a similar issue. The picture indicated a lot number of 2025238. I will send the pictures of the samples that (B)(4) sent via email if you need that information. I do not know if she or her son (B)(4) have the original samples but they may have those to share with bd. Please see (B)(4) email text: hi (B)(4), I want to let someone at bd know that there have been issues with the he 25 g safety glide needles at (B)(4) pharmacy. (B)(4) told me that her cvs pharmacist ((B)(4) maybe) told her the same thing. I¿m thinking bd might already know about it. Any way, here are a couple of packages that show the lot number. Let me know if you need any more information or if I should contact someone else. Thanks, (B)(4) additional information received on 11/7/23: per your request. I will send the samples using the label you provide in a separate email. Below, find answers to your questions. 1. Sample shipping details? Any photos and videos 2. Date of event? October 2023, various days 3. Patient status? Issue discovered before using product on patient 4. Please supply additional patient information: a. Age b. Gender c. Weight ethnicity, and/or race? 5. Was this noted on the first use? Several needle assemblies from two different boxes were found to be defective 6. How many quantities is affected? Less than 10. 7. What is exact issue of this complaint? When the assembly is attached to a pre-filled syringe, the pharmacist tries to draw in air and then expel air while preparing the injection. The needle assembly acts like it is clogged. The pharmacist discards the assembly and attaches a new one. The new one usually behaves fine. Several assemblies were thrown away. 8. How was the patient outcome? Are there any clinical signs, health consequences or impact? None of the ¿clogged¿ assemblies were used on patients 9. Any adverse event or serious injury reported to patient or health care professional? No 10. How was treatment completed for customer? With a new assembly.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.